Event description:
It was reported that the pump touchscreen was scratched, causing a delayed response time, there was no adverse impact on the customer's blood glucose level. The customer declined further troubleshooting.